Event description:
It was reported to boston scientific corporation that an endostat footswitch was used during a procedure performed on (B)(6) 2009. According to the complainant, during the procedure, there was no power output in monopolar and bipolar modes. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufacture date is unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).